Event description:
It was reported that the pt went in for a pump and catheter replacement on (B)(6) 2010. The pt experienced increased spasticity with no relief from large boluses administered via the pump and had no relief from an increase from 430mcg/day to 460mcg/day. The pump contained 2000 mcg/ml lioresal. X-rays looked normal, so the pt went in for an exploratory revision on (B)(6) 2010. When the pump pocket was opened, they found a large blood clot over the connection from the pump to the catheter. They detached the pump connector and waited to see if there was any spontaneous cerebrospinal fluid (csf) flow. They did not see any free flow and removed the catheter connector from the catheter. They saw fluid flowing from the catheter. They then used a syringe and tried to flush the connector. It dripped at first, but then began streaming fluid. This made them believe that the connector was clogged. They did notice that the silicone component on the catheter port was loose and had blood underneath. They believed that the looseness of the silicone sheath on the catheter port acted as a shunt and facilitated the flow of blood into the pump connector. The physician decided to replace the pump connector. The physician decided to replaced the pump and the connector. It was unk how the pt was doing. The managing physician asked for the pt to receive a 50mcg bolus and to be put back on 430mcg/day, 2000mcg/ml concentration. It was later reported that the pt continued to have bad spasms and tightness after the revision on (B)(6) 2010. The dose was increased from 430 mcg/day to over 1000 with little to no relief. The pt experienced headache and the dose was brought back down to 900 mcg/day. The pt was administered several boluses over the weekend with little or no relief. The pt was taken to the operating room on (B)(6) 2010; the catheter was replaced. While in surgery, they found quite a bit of csf in his pump pocket, although none in the back. It was believed that one of the connections in the front was leaking. The dose was programmed to 430 mcg/day and the pt was given a 50 mcg bolus over 2 mins. The concentration was 2000 mcg/ml. As of (B)(6) 2010, the pt was doing well; the clonus was gone. "Still a little tight, but on the right track". For prior pump, reference MFR report #3004209178201006890.

Manufacturer narrative:
(B)(4).